Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie lid was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opening. A technical support specialist remoted in and hit retry and the cubie lid did not open, so it was opened via the cubex tester application unconditionally to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.